Event description:
The cause of the event was due to a spontaneous pump pocket infection. It was clarified that this was not a perioperative infection; and a probable hematogenous spread from ischial pressure sore was further indicated. An open draining wound developed at the "stable" pump incision. The patient required hospitalization. Both the pump and catheter were explanted. The serious injury/illness was ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk; catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.

Event description:
It was reported there was erosion. The pump was removed. The hcp was able to titrate down with the pump external. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.